Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed due to - j3 is disconnected from the pcb and/or usb pin(s) are damaged.. A "try it" manual test was not performed because the device would not turn on. The reported event of no audio output was not confirmed due to damaged usb port. And the receiver would not turn on. A root cause could not be determined.

Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, correction/removal reporting number - additional.